Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise via reduced intrinsic amplitudes. The sensing vector was set to the alternate vector. The doctor has now reprogrammed the sensing vector to the secondary vector and programmed the smart pass feature on. There were no additional adverse patient effects. The system remains implanted.